Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: part: 272.266s; lot: l941383; manufacturing site: bettlach; release to warehouse date: june 28, 2018; expiry date: june 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. During this investigation, the outer diameter was measured and has fulfilled the specification according to the drawing. However, the dimensional and position of the citrus shape where the nail was broken was not measurable due to the breakage point. Besides, during the manufacturing process these features were inspected and the whole lot passed its specifications. Therefore, the nail was manufactured according to its quality standards and a manufacturing issue can be excluded. The raw material certificate from the nail was checked. The raw material fulfilled the specifications. Based on the investigation result, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant feature was measured and has fulfilled its specification as well as in the manufacturing documentation no issue was identified. Because a manufacturing issue has been excluded, this complaint is not valid and therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a hardware removal due to a broken nail. The x-ray image of the pelvis and the left hip and the supplementary CT showed a nail break of the proximal femoral nail anti-rotation (pfna) with varus-tilted femoral head and neck. Initially, the patient had a pfna implantation on (B)(6) 2018. The pfna implants were removed and valgising correction osteotomy was done using a 8-hole dynamic condylar screw (dcs) with a 85-mm femoral neck screw and additive ventral 4-hole cp-lcdc plate (steel implant), decortication & pseudarthrosis removal, autologous spongiosa graft after removal from the left anterior iliac crest. The total procedure time was two (2) hours and two (2) minutes. It is unknown if there is a surgical delay. Patient is in good general condition. Concomitant devices: pfna blade (part: 02.027.038s, lot: l989488, quantity: 1), locking screw (part: 259.400, lot: l830235, quantity: 1), end cap (part: 273.150, lot: 5944731, quantity: 1). This report is for a pfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date the proximal femoral nail anti-rotation (pfna) nail broke postoperatively. Initially, the patient had a proximal femoral nail anti-rotation implantation on (B)(6) 2018. Patient outcome is unknown. Concomitant device reported: pfna blade (part/lot unknown, quantity 1), locking screw (part/lot unknown, quantity 1). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).